Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. H6 type of investigation code was updated.

Manufacturer narrative:
A4 weight and a5 ethnicity are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was being inserted via the axillary artery graft site to support the 57 year old female who had been admitted in with acute decompensated chronic cardiomyopathy. Underlying medical history was not shared. The 5.5 was to be care escalation from an already placed impella cp. The cardiothoracic surgeon was unable to deliver the 5.5 pump. The team attempted to deliver but was never able to do so despite all the wire exchanged and repositioning attempts made. The surgeon felt the native vessel may have been too small to accommodate the pump. The procedure and axillary access was aborted. The patient remained on the impella cp that was femorally placed. The aborted 5.5 was removed with no clinical consequence to the patient.